Manufacturer narrative:
The t:slim g4 user guide states, "never fill your tubing while your infusion set is connected to your body." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Customer's blood glucose ranged from 102 mg/dl - 348 mg/dl which was addressed by delivering a correction bolus via the pump. Prior to contacting tandem technical support, customer performed self-troubleshooting and observed insulin exiting the tubing as expected. Customer used the fill tubing feature to prime the tubing with the site attached to the body, and no insulin was seen coming from the site. Reportedly, there was no damage to the cannula. During the report, customer change out the site to address the issue.

Manufacturer narrative:
Customer was not connected to the infusion set when performing the fill tubing sequence.